Event description:
It was reported that insulin gauge displayed amount different than expected and fill estimate on pump was stuck at 70 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer spoke with support, was informed that this could happen when measured pressures used to estimate remaining insulin varied greatly, and was advised that fill estimate would begin counting down again once actual insulin in cartridge matched displayed value, which customer understood and acknowledged.